Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported schedule revision surgery for hip implant on (B)(6) 2019. Surgeon reported revision was due to infection.

Event description:
Sales rep reported schedule revision surgery for hip implant on(B)(6)2019. Surgeon reported revision was due to infected update: right. Patient was under anesthesia.

Manufacturer narrative:
Additional information: age at time of event, implant and explant dates. An event regarding infection involving an unknown stryker hip was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [....] Provided x-ray confirms loose acetabular but the reported event cannot be confirmed. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.